Manufacturer narrative:
The field representative indicated that this lead was disposed of and will not be returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to a dislodgement. The lead was successfully replaced with no adverse patient effects reported.